Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) in association with a competitor's transvenous right ventricular (rv) lead did oversense noise from an un-reproducible source, causing asystole of >2 seconds for the pacemaker dependent patient. This crt-d and competitor lead were removed from service. There were no reported adverse patient effects associated with these clinical observations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Leads were inserted into all ports without difficulty. If new information were to become available, this report will be further evaluated and updated. Most recently, a coding review identified that this crt-d was erroneously reported for possible asystole as a result of noise oversensing. There is no evidence that asystole ever occurred. The boston scientific local area sales representative indicated that this crt-d had been removed from service electively when the noise couldn't be reproduced in association with the non-bsc rv lead. This supplemental information is being provided in regards to the change in reporting decision and update in coding.